Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm. On (b)((6) 2024, the patient began to feel lightheaded, shaky, and sweaty. The wearable had failed; therefore, the patient was not receiving any cgm values. It was not specified how long elapsed from the time the wearable failed to the patient becoming symptomatic. The patient tested her bg meter reading, which was 39 mg/dl. The patient self-treated with orange juice and then drove herself to the emergency room. The patient declined to provide dexcom with any further information about her ER visit/hospitalization as she did not want to disclose any further information about her medical history. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.